Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket erosion. The device was removed from the pocket and the pocket was cleaned. Upon reinsertion of the right ventricular (rv) lead terminal pin into the device header, the terminal pin could not be advanced fully. The header port was flushed multiple times without resolution. The physician inserted a small syringe into the header to assess and noted some resistance. Upon closer inspection under a bright light the physician observed some foreign material in the port. The device was not reused and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered visual inspection of the lead barrel noted that all three coil spring electrodes had dislodged and were pushed into the rv tip area right in front of the rv tip terminal block thus confirming the clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket erosion. The device was removed from the pocket and the pocket was cleaned. Upon reinsertion of the right ventricular (rv) lead terminal pin into the device header, the terminal pin could not be advanced fully. The header port was flushed multiple times without resolution. The physician inserted a small syringe into the header to assess and noted some resistance. Upon closer inspection under a bright light the physician observed some foreign material in the port. The device was not reused and will be returned for analysis.